Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation procedure for the treatment of atrial fibrillation, the sheath was inserted into the patient. After the farawave catheter was advanced into the sheath, an air bubble was observed in the syringe during aspiration, also a hemostatic valve malfunction, but no visible physical damage was observed on the affected valve. As a result, the decision was made to replace the sheath, and an alternate device was used. No patient complications were reported and the procedure was completed without complication.